Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv1.5 device ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The baxter product analysis lab technician reported a colleague infusion pump which experienced failure code 810:11. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated to repair the reported condition. Service history review determined that this device has not been previously sent into service for the reported condition of "failure code 810:11." A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).